Manufacturer narrative:
An amo field service specialist inspected the equipment at the customer location and performed an optical alignment and completed a preventative maintenance. Field service also replaced the microscope mount hardware to improve focusing. It was noted during surgery the doors were being opened during treatments resulting in drafts. The clinical development mgr went into the customer's location and provided surgical support to the clinic staff. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Event description:
The clinic reported that a pt was under-corrected in the left eye following a laser vision correction procedure. The pt's best corrected visual acuity (bcva) in the left eye is 20/30.